Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead had exhibited muscle stimulation causing patient discomfort. During the lead revision, the rv lead was unable to extend helix upon repositioning. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and muscle stimulation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.